Manufacturer narrative:
Sections with additional information as of 09-jul-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 09-jul-2020: h10: most likely underlying root cause corrected from "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product has not arrived. Follow up call has been placed to make sure replacement product is working as intended.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 97 and 91 mg/dl. Customer was also concerned with results from meter to meter comparison of 91 mg/dl using truetrack meter and 67 mg/dl using another device. The customer¿s expected fasting blood glucose test result range is 200-300 mg/dl. Customer stated that she has not been eating at times and that may be why her results are low. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/26/2021 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: result 1: 97mg/dl date: (B)(6) 2020 time: 6:01pm fasting, result 2: 466mg/dl date: (B)(6) 2020 time: 1:54pm non-fasting, result 3: 414mg/dl date: (B)(6) 2020 time: 1:50pm non-fasting, result 4: 91mg/dl date: (B)(6) 2020 time: 12:38pm fasting, result 5: 379mg/dl date: (B)(6) 2020 time: 5:42pm non-fasting.